Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a cut in the response button ribbon cable. The root cause for the cut response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of a monitor and electrode belt which were returned for evaluation into an unrelated issue, reportable malfunctions were found. The response buttons on monitor sn (B)(4) were non-functional, and belt sn (B)(4) failed incoming functional testing.